Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy with esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, two bands were successfully deployed; however, the remaining bands could not be deployed. The endoscope along with the device were removed, and it was found that the remaining bands were moved from their position, and one of the bands overlapped the other bands, preventing them from deploying off of the ligator. The procedure was not completed due to this event. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.